Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for a pump issue. The customer indicated that the pump does not prime and the lcd screen does not display information. Customer's blood glucose level was unknown at the time of incident. Customer indicated that they would call back to troubleshoot.